Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture (loc) on the left ventricular (lv) lead. Technical services (ts) recommended evaluating the system in the clinic. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.